Event description:
It was reported that the patient¿s leads may have slipped. The patient¿s health care provider (hcp) said sometimes they moved. The patient was feeling their stimulation in their ¿rump¿ for the past 2 to 3 months. The patient had no falls and had not informed their hcp. Information received later on 2014-11-07 indicated that patient was still having concerns regarding their device or therapy but was working with the manufacturer representative. The patient mentioned that they are having a bladder infection every few months and added that the device had slipped down to their tailbone. The patient was not happy at all with this, as they were experiencing pain. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3093-28, lot# v819353, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Follow-up information received from the patient reported that she had eight bladder infections and was given antibiotics. She did not want to take more antibiotics as she was afraid she was immune to them, which was not a good thing. The patient also unplugged her machine a month prior to the report and the pain in her groin was gone. She still got the same bladder problems that she always had, which was a lack of bladder control twice a day.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient never had therapeutic effect. She was going through two to three depends a day and she never made it to the bathroom at night, even though she was close to it. She had continual bladder infections in the past year because she could not empty her bladder often enough. The patient also had pain when sitting down, which had also been close to a year or so, but noted that she had arthritis. The pain in her left cheek "comes and goes." She was going to turn stimulation off or down to see if the pain went away. The patient saw her healthcare provider (hcp) the week prior to the report and they did an x-ray, which showed all was fine. However, the implantable neurostimulator (ins) power could be an issue and the hcp was going to follow-up with the manufacturer on this. Follow-up information received from the hcp reported that there was 50% or greater symptom reduction. The cause of the event was determined and it was device related; no reprogramming was needed. The patient had the ins turned off; when it was turned back on a low battery indicator was seen on (B)(6) 2014. The x-ray on the same day showed that ins was in the correct position with no change. The patient had not recovered as the symptoms and issues were ongoing.

Event description:
Follow-up information received from the healthcare provider (hcp) reported that there was 50% or greater symptom reduction. The cause of the event was determined and not device related. The patient had recurrent symptoms found to be related to a urinary tract infection (uti). She was given antibiotics and programming was performed. The patient recovered without permanent impairment.